Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values where on the day of the event the cgm reading was 80 mg/dl, and suddenly went down to 56 mg/dl. The patient drank orange juice, and after treatment experienced vomiting, dehydration and diarrhea. The patient called the emergencies and when a fingerstick was taken by the paramedics the blood glucose reading was 600 mg/dl, while the cgm device was still alerting for a low reading. The patient was brought to the hospital and would have experienced diabetic ketoacidosis. The patient was treated with intravenous fluids, and insulin. No further medication was reported and the patient was discharged the next day after spending more than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.